Event description:
Boston scientific crm received information that it was believed a microdislodgement had occurred, resulting in increased pacing right ventricular (rv) pacing thresholds. It was reported that the physician may not want to perform an invasive revision procedure. A technical services consultant reported that the patient implanted with this system requires pacing therapy, and the longevity of the device would decrease dramatically. 100% pacing of the device would limit device life to approximately three years. An invasive revision procedure was performed and when the physician attempted to reposition the lead, the lead was found to be completely fibrosed. The lead was ultimately capped and a new lead was placed.